Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted pump cable images confirmed superficial pump cable damage; however, a specific cause for the damage could not be conclusively determined through this evaluation. The submitted photos showed the external pump cable. The pump cable inline connector bend relief was completely separated from the pump cable and was discolored brown and damaged/torn. A section of the outer jacket of the pump cable was missing from around 1 inch from the inline connector hardware to 1 inch from the driveline exit site. The exposed armor layer was torn and frayed. The underlying clear jacket of the pump cable was visible, but did not appear to be compromised. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Rescue tape was reportedly applied to cover the superficial damage to the cable. The patient remains ongoing on mlp-008327 with no further reported issues at this time. The relevant sections of the device history records for mlp-008327 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for driveline damage. Log files review did not contain any evidence of any type of electrical driveline issues. The wear and tear to the driveline appeared cosmetic only and rescue tape was applied.